Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a connection error by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation but the customer¿s allegation was confirmed. The remote olympus representative worked with the customer to troubleshoot the issue and found that the customer had the cable plugged into the composite inside of the sdi on the processor, causing the image loss. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a no sync message on the monitor resulting in no image. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.